Event description:
The physician attempted closure after an arteriotomy with the closer tsl 6fr device. When the device was deployed, only one suture presented at the surface. The device was moved slightly in the distal direction and the foot was parked. The device would not come free from the puncture site. The physician tried some manipulation to free the foot, but was not successful. A vascular surgeon was called to the cath lab. Upon arrival, the surgeon noted that there was pulsatile flow around the device. The pt was taken to operating room where the surgeon performed a small incision. When surgeon cut the suture, the device became free and was removed. A single stitch was placed in the artery to close it. The pt recovered without incident. Notes from the field indicate the pt was discharged the following day.